Event description:
Another manufacturer's stent was mounted on the balloon for placement in the right iliac artery. Balloon ruptured at 10 atm's, at which time the physician noted constrast leaking from the vessel. Another stent was placed covering the dissection of the vessel to cover the flap. Pt was followed up the same day with a cat scan of the pelvis to check for bleeding. Cat scan was negative for bleeding or any other complications from the procedure.